Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, once the capsule was implanted in the patient, the recorder would no longer pick it up. A repeat procedure was performed. The capsule will not be returned. A replacement was requested.